Manufacturer narrative:
According to available information, this lead was surgically abandoned. As this lead was not returned for analysis, boston scientific crm cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, this left ventricular lead displayed high out of range impedance measurements. The lead was further interrogation; when the left ring electrode is included in the stimulation vector; exit block occurs. A lead fracture or lead/header connection was suspected. In addition, no capture was observed. An internal technical service consultant was contacted, however were unable to review the data. Reprogramming the lead to unipolar pacing and pseudobipolar vectors revealed no issues. No adverse patient effects were reported. Additional information was received; approximately seven months later, a revision procedure was performed, this lead was surgically abandoned and replaced. No adverse patient effects were reported.